Event description:
It was reported that the guidewires broke. Two 180x25cm fathom-16 were selected for use. During the procedure, it was noted that the wires broke. No patient complications were reported.

Event description:
It was reported that the guidewires broke. Two 180x25cm fathom-16 were selected for use. During the procedure, it was noted that the wires broke. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Media inspection was performed. The costumer attached pictures of the device, and it is possible to see that the coating polytetrafluoroethylene (ptfe) flaked in several parts, also the guidewire was bent/kinked at distal end section and the coil wire was unraveled. Visual inspection was performed. The guidewire was returned, and it has the coating polytetrafluoroethylene (ptfe) flaked in several parts, also the guidewire was bent/kinked at distal end section and the coil wire was unraveled. No other issues were observed in the device. Microscope inspection was performed. The guidewire has the coating polytetrafluoroethylene (ptfe) flaked in several parts, also the guidewire was bent/kinked at distal end section and the coil wire was unraveled. Dimensional inspection of the device that could be measured were performed and were within specification. Overall length could not be measured due the fractured condition of the guidewire at distal section.